Manufacturer narrative:
Suspect lot review: (B)(4).

Event description:
Complaint received regarding three 46085-47, monitoring kit. Report states, the transducers on this custom trifurcated kit would continuously drop the waveform/pressure reading. All proper troubleshooting steps were performed (changing pressure cables, square wave test, re-zeroing, testing philips pressure modules). During troubleshooting the clinicians discovered that air was entering the system through the transpac IV housing. No adverse patient consequences reported.

Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3265536 showed (B)(4) units were manufactured, tested, inspected and released in june 2016 citing no anomalies. A review of suspect lot# 3242465 showed (B)(4) units were manufactured, tested, inspected and released in may 2016 citing no anomalies. Device return: 8/18/2016 - received one used monitoring kit w/03ml flush device for (B)(6) hosp. Ctr. Lot# 3265536. The pa distal transducer was not returned. On 8/19/2016 - 8/19/2016 - additional devices were received. One new 46085-47 monitoring kit w/03ml flush device for (B)(6) hosp. Ctr. Lot# 3265536 three used monitoring kit w/03ml flush device for (B)(6) hosp. Ctr. Unknown lot but reported as lot# 3265536 a note was received from the psr stating the lot numbers of the used devices could not be confirmed and that at least one transducer on each kit was not working. The devices arrived wet in plastic bags. Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to simulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path on the five returned complaint samples (transpac assy. Sections) additional detailed investigation efforts are in progress. To date the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processes the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. On august 18th, 2016 ICU medical inc. Initiated a voluntary us FDA recall of the affected devices. It was broadened on september 27, 2016.

Event description:
Complaint received regarding three 46085-47, monitoring kit. Report states, the transducers on this custom trifurcated kit would continuously drop the waveform/pressure reading. All proper troubleshooting steps were performed (changing pressure cables, square wave test, re-zeroing, testing philips pressure modules). During troubleshooting the clinicians discovered that air was entering the system through the transpac IV housing. No adverse patient consequences reported.